Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarmed of no delivery. The customer¿s blood glucose level was unknown at the time of the incident. Customer had high blood glucose and complaint to conduct high pressure test. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device uploaded properly using care link. Device had cracked battery tube threads and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).